Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent, elevated blood glucose (bg) levels of 300 mg/dl. Customer believes elevated bg levels were due to the pump settings being changed. System check with tandem technical support indicated that the pump was performing as intended. Customer delivered boluses, changed the settings, and consulted with health care provider to address the issue.